Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient went to the ER to rule out a potential stroke. Nevro had attempted to obtain additional information regarding the nature of the stroke but was unsuccessful. A stroke has not been ruled out; however, the symptoms have subsided and the device has been turned on with the physician's approval.